Manufacturer narrative:
During inspection and testing, the customer's complaint of an unstable image was confirmed due to worn out video connector pins. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the cause of the customer¿s complaint is component failure (worn out connector pins). The reported issue (front socket not functioning) was confirmed during testing. In addition, the battery is dead (not holding the settings) and the customer was using non-olympus lamps. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use the front socket is not functioning properly. There were no reports of patient harm associated with this event. Follow up with the customer was performed and the following information was obtained: the image was not visible due to interference. This report is being submitted for the malfunction found during the investigation (unstable image).